Event description:
A customer reported experiencing a cartridge alarm during the load process, identified as cartridge alarm 20. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl. In response, tandem technical support decided to replace the malfunctioning pump, providing the customer with a replacement that includes updated software. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery and was instructed on the necessary steps for returning the faulty pump.